Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 548 mg/dl. The customer also mentioned other blood glucose values such as 363 mg/dl and 309 mg/dl. The customer treated high blood glucose with pen. The insulin pump passed self-test. The insulin pump will not be returned for analysis.